Event description:
It was reported the patient experienced a cerebrospinal fluid leak around the catheter at the anchor site. A catheter revision was performed on (B)(6) 2015 and a hole in the dura was closed around the catheter. It was unknown if any troubleshooting was performed. The cause of the issue was undetermined. The patient¿s status at the time of this report was ¿unable to be obtained¿ and it was unknown if the patient was having any symptoms associated with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).